Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) quit and wouldn't turn back on. The patient mentioned that they were supposed to have their ins battery replaced a year ago, but kept putting it off. The patient was to follow up with their healthcare provider (hcp) and mentioned that they wanted to get a hold of a manufacturer representative as well. It was noted that the issue occurred on the day prior to the date of this report. No patient symptoms were reported and there were no complications. Indication for use is rsd/causalgia-complex regional pain syndrome.